Event description:
Following a lead revision (see manufacturer's report # 3004209178200903637), impedance readings were >4,000 ohms on some of the bipolar pairs (run at default settings). One hour post-op, the reading had changed; 1 & 2 and 1 & 3 were okay. An extension revision was planned. The patient recovered without sequela. It was noted that intraoperatively stimulation from the dual screener was effective in covering the painful areas. Additional information has been requested, a follow-up report will be sent if additional information becomes available.